Event description:
It was reported that the procedure was to treat an unspecified in-stent restenosis in the left anterior descending artery. The 3.5x20mm nc trek neo balloon dilatation catheter was used for dilatation and advanced with no resistance. The balloon was inflated once to just above rated burst pressure when a rupture occurred. Resistance was noted during withdrawal, no force was applied. A non-abbott nc balloon was used to continue the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the balloon was inflated once to just above rated burst pressure when a rupture occurred. It should be noted that the coronary dilatation catheters (cdc), nc trek neo, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek neo device is 18 atm; therefore, rbp was exceeded. It could not be determined if inflating the balloon slightly over the rated burst pressure contributed to the rupture. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined; however, the reported difficulty removing the device appears to be related to operational context. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis and limited information was provided. Additionally, it is likely that the reported difficulty removing the device from the anatomy resulted from the balloon ruptured material interacting with the anatomy as the balloon probably did not refold as normal due to the balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 - over-expansion.